Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urological/gynecological. Reportedly, the patient underwent surgery and allegedly experienced pain and injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reportedly, the patient underwent surgery and allegedly experienced pain and injury. Reason for mesh implantation: pelvic organ prolapse and stress urinary incontinence procedure (s) performed: placement of uretex sup complications post uretex sup implant: injuries resulted from the implantation of pelvic mesh product, ¿vaginal pain, dyspareunia, depression, bladder pain, frequent bladder infections, worsening, incontinence, abdominal pain, mesh erosion, and other related problems¿. Mesh revision surgery: 2006: mesh removal to correct mesh exposure and relieve symptoms